Event description:
I got the essure devices a little over 4 years ago. My life has changed. I cramp every single day I feel throbbing in my fallopian tubes. I now have bad headaches; my stomach blows up like a balloon; people ask me if I'm pregnant a lot. My periods are very heavy; now my moods have changed a little; I'm depressed a lot more cause I can't do things with my family like I want to. I keep getting told lies after lies from doctors etc these things are the devil! These things need to be taken off the market. I suffer every day and it's not fun at all. My sex life has changed from the pain from these things also.